Event description:
Endoscopy dept has purchased a substitute product for a current swivel adapter used during general anesthesia bronchoscopy procedures. Dura life sells this product that they state is autoclavable. Rptr has requested the sterilization instructions, and they are not able to give them the number of mins the item needs to be sterilized. Customer svc stated that rptr needs to validate the time. Hosp is not a validating facility, so rptr asked to speak with the qa dept, or testing dept, and no one has been available to speak with them. Hosp cannot sterilize these "autoclavable" adapters without written instructions that address the time and temp criteria needed for sterilization.